Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported the closure device did not seal. A left atrial appendage (laa) closure procedure was being performed. The patient's anatomy was noted as complex. A 27mm watchman flx laa closure device and delivery system was initially selected and attempted to be implanted. Multiple attempts were made but it did not meet the release criteria. A 31mm watchman flx laa closure device was then attempted. Multiple recaptures and redeployments were performed to try and completely cover the laa. A leak of 5-8mm was still present, but the physician was not concerned. Therefore, the closure device was released. The physician will follow up with the patient and perform a computed tomography (CT) scan to monitor the incomplete seal.